Event description:
The intra aortic balloon failed. This was the only info at the time of the report. (Event complications: unknown - reported 09/18/1998.) (Pt's current status: unk - reported 09/18/1998.)